Manufacturer narrative:
It was reported by customer that the tubing set did not have roller clamp on tubing as shown on package. One sample was received for quality evaluation. Visual examination was conducted and it was determined that the assembly was missing the roller clamp. The customer complaint of misassembly was confirmed. The investigation was moved to the manufacturing for root cause evaluation. After the investigation, the potential root cause of the misassembly could be related to failure to follow assembly instructions and failure to use production fixtures by the assembler. There manufacturing of this product will be moved to a different manufacturing location for future production and therefore no corrective actions were taken for this manufacturing location. A device history record review for model 10802688 lot number 24089144 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was missing component. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the biv tibing set did not have roller clamp on tubing as shown on package.